Event description:
Esophagogastroduodenoscopy was being performed using bravo capsule placement. Upon initial attempt to place, the device did not deploy. The capsule was retrieved and removed. The device was removed from surgical area and a new one was obtained for use.